Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Couldn't get it out- tampon [foreign body in reproductive tract] thread in my hand [device breakage] when removing tampon, I was left with the thread in my hand...couldn't get it out [complication of device removal] case narrative: consumer reported via social media that the thread was detached during removal. No serious injury reported.